Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads with the same lot #. It was reported the pt was experiencing ineffective coverage after a fall. X-rays revealed lead migration. Reprogramming attempts did not provide resolution. In turn the pt underwent surgical intervention on (B)(6) 2014 to reposition the leads. Effective stimulation was restored postoperative.